Event description:
Caller reported a malfunction on the pump, identified by a non-resettable malf 5 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support agreed to send a replacement pump with updated software, instructed the customer to use mdi as backup therapy, and ensured the customer was aware of all steps regarding returning the malfunctioning pump and receiving the new one. Training for the new pump would be available in their tandem source account.